Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 analyzer (disk system). Patient sample 1: the sample initially resulted in a troponin t hs stat value of 23.86 pg/ml. The sample was repeated three times, resulting in values of 11.19 pg/ml, 35.52 pg/ml and 37.43 pg/ml. The result deemed correct was 8.3 ng/l. Patient sample 2: the sample initially resulted in a troponin t hs stat value of 18.6 pg/ml. The sample was repeated three times, resulting in values of 27.9 pg/ml, 12.9 pg/ml, and 19.6 pg/ml. It is unknown which result was deemed correct. Patient sample 3: the sample initially resulted in a troponin t hs stat value of 27.85 pg/ml and repeated as 12.91 pg/ml. The result deemed correct was 78.8 ng/l patient 4: the sample initially resulted in a troponin t hs stat value of 16.62 pg/ml. The result deemed correct was 8.6 ng/l. Patient 5: the sample initially resulted in a troponin t hs stat value of 12.25 pg/ml and repeated as 21.86 pg/ml. The result deemed correct was 12.5 ng/l. The questionable results were reported outside of the laboratory. It was asked but it is unknown if the results that were deemed correct were obtained on the same cobas e 411 analyzer. It was asked but it is unknown if patients 1 and 5 are the same person. The troponin t hs stat reagent lot was 596381 with an expiration date of 31-mar-2023.

Manufacturer narrative:
Upon review of the alarm trace, two measuring cell-related alarms were observed. During a service visit by the field service engineer, several actions were performed including verification of the storage conditions of the reagents. It was determined that the refrigeration of the reagents was not in accordance with the recommended storage conditions. Per product labeling: "storage and stability, store at 2 8 °c." The investigation could not identify a product problem. The issue is consistent with incorrect storage conditions.

Manufacturer narrative:
It was confirmed that patient samples 1 and 5 derive from the same patient. The results deemed correct were obtained on a second e 411 in a different laboratory.

Manufacturer narrative:
Medwatch fields d1, d2, d2b, d4, g1, and g4 have been updated.